Event description:
Reported by the patient as "a non-constricting lap-band". Follow-up with the surgeon's office and the surgery center notes that the port was explanted, and discarded after surgery.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 05/aug/09. The product associated with this report was discarded after surgery and will not be returned to allergan for analysis. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product, therefore no analysis or testing can be done. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."